Event description:
Per the clinic, the patient experienced an electrode extrusion into the external auditory canal secondary to the impaction from cerumen removal procedure (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient wasre-implanted with another cochlear device during the same surgery.